Event description:
Caller tested 4.5 inr on the coaguchek s system while a comparison lab returned as 2.86 inr. No actions taken based on device result. No adverse event related to the device was reported. Requested return of suspect system and replacement was sent.

Event description:
The lay user/patient contacted lifescan alleging the meter displays error 2 message. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Manufacturer narrative:
The event occurred in (B) (6).